Event description:
There was no patient involvement. It was reported that the staff found issues with the battery during equipment check. As a result, the staff replaced the battery.

Manufacturer narrative:
Qn# (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of "battery problem" is not able to be confirmed. According the event detail, the battery was replaced. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that the staff found issues with the battery during equipment check. As a result, the staff replaced the battery.